Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the cause of the foreign object adhesion was a guess based on the confirmation results, but it is determined that the white powdery foreign object that adhered to the nozzle opening due to air or water supply etc. Adhered to the surface of the objective lens. The white powdery foreign object was found to be organic silicone. The white powdery organic silicone was not a component derived from the endoscope, but from medications (such as antifoaming agents). Possible causes of foreign object adhering to the endoscope include insufficient precleaning or rinsing of the inside of the ducts, and insufficient drying due to buttons not being removed when the endoscope was stored. The event can be detected and prevented by following the instructions for use which state: IFU operation manual chapter 3 preparation and inspection 3.8 inspection of the endoscopic system. IFU operation manual chapter important information ¿ please read before precautions reprocessing and storage after use 4.2 insertion air/water feeding and suction 5.5 manually cleaning the endoscope and accessories clean the external surfaces 5.7 rinsing the endoscope and accessories following disinfection 8.2 storing the disinfected endoscope and accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign objects in the air/water nozzle. There were no reports of patient involvement.